Event description:
An ophthalmic surgeon reported that air bubbles appeared from the tip of the cutter during a procedure. The surgeon indicated the bubbles interfered with his surgical view. There was no pt harm reported.

Manufacturer narrative:
One (1) lot number, manufactured in oct 2011, was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to MFR's acceptance criteria. A root cause has not been identified. (B)(4).